Manufacturer narrative:
In both cases, the user at the medical center detected the missing center insert on adapter #6 prior to use in the steris system 1. At no time was a quick connect (qc) with a broken adapter #6 used to reprocess any medical devices. To date, no reported injury, illness, or infection has occurred and no other customer complaints have been reported for this adapter. Based upon a health hazard analysis completed for this issue, and the fact that the two quick connects (qfc 1728 and qfc 1729) are used to process semi-critical gi devices which are used in non-sterile cavities within the body (gi tract), it is unlikely that an infection-causing event would occur from use of a device processed with a separated qc. All products in inventory have been tested and inspected for functional integrity, and a recall has been initiated since the possibility exists that a user might not detect the broken adapter prior to use.

Event description:
Reporter contacted steris corporation in 2007 to report that adaptor #6 had separated into two pieces on their qfc1728. This is the complaint relating to adapter #6 at the facility. While investigating the february 5 complaint, it was determined that the adaptor had separated at the press fit. Steris identified only one other adapter that exhibited separation at the press fit during a functional test of inventory, an incidence rate at or below 5%. Processing devices with a separated adapter # 6 (center insert missing) could result in reduced flow and potentially affect sterilization.